Event description:
Dealer called stating that the tire is allegdly coming off the wheel.

Manufacturer narrative:
(B)(4) - RMA 860122431 has been initiated for this issue. Model v18rfr, serial number/date code (B)(4) is approximately 7 months old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the tire on the v18frf veranda manual wheelchair is allegedly coming off the wheel. The product is to be returned to invacare for an inspection and evaluation. No injury alleged.